Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to semi-rapid pacing used during the valve implant procedure, the patient developed cardiogenic shock and percutaneous cardiopulmonary support was used temporarily. Hemodynamics improved. No additional adverse patient effects were reported.